Event description:
It was reported via repair work order that the power coil cable was cut due to damaged foot end cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.